Event description:
Abbott point of car was contacted by a customer who stated that a potassium result of 2.3 meq/l was resulted on the I-stat system. Another specimen was drawn on the patient for repeat testing and sent to the laboratory analyzer which produced a result of 3.7 meq/l. The customer was not able to identify which cartridge type or lot number was in use at the time. The event occurred on a date previous but was not reported to abbott point of care until twenty days later. No further infrmation about the patient was available..

Manufacturer narrative:
81 customer cannot specify the date of testing, which patient was tested, nor which cartridge type or lot number was in use at the time.